Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00162.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod10s, ruby coils and, a non-penumbra microcatheter. During the procedure, while advancing a pod10 into the target using the microcatheter, the physician noticed the pod10 would not anchor distally to the aneurysm in the splenic artery. Therefore, the pod10 was re-sheathed and saved for later use. Next, the physician placed several ruby coils in the aneurysm. While attempting to advance the previously removed pod10 into the aneurysm sac to close off the outflow, the pod10 was stuck and would not advance at all within the introducer sheath. Therefore, the pod10 was removed. The physician then inserted a new pod10 the microcatheter; however, while advancing the pod10 into the microcatheter, the pod10 pusher assembly kinked and subsequently, the pod10 detached from its pusher assembly, with part of the pod10 hanging out of the hub of the microcatheter and the other part in the of the microcatheter. Therefore, the physician pulled the detached pod10 out from the microcatheter to remove it. The procedure was completed new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.